Event description:
It was reported that the patients wife states her husband had a water vapor therapy procedure about three weeks ago. Valium and a nerve block were administrated as anesthesia. The patient experienced significant pain during the procedure and had to be catheterized about a week after the procedure due to urinary retention. Patient advocate states pain has decreased with the removal of the catheter, however patient is still experiencing pain. No further information has been provided.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported observations are known risk associated with water vapor therapy procedures as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patients wife states her husband had a water vapor therapy procedure about three weeks ago. Valium and a nerve block were administrated as anesthesia. The patient experienced significant pain during the procedure and had to be catheterized about a week after the procedure due to urinary retention. Patient advocate states pain has decreased with the removal of the catheter, however patient is still experiencing pain. No further information has been provided.